Event description:
The reporter stated the surgeon inserted and removed a aq2015a silicone aspheric three piece lens. Lens was removed due to a miscalculation on diopter size on their part. Lens was cut out to remove from eye. No widen incision, no suture required. Same model, different diopter size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).